Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The main board was replaced to resolve the malfunction. The device's activity log was returned to zoll medical corporation united states; the malfunction was observed during review of the device's activity log. The logs showed critical errors 5 and 8. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and displayed critical errors in the device history log. Complainant did not indicate that there was any patient involvement in the reported malfunction.